Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, clonidine, baclofen, dilaudid and an "other" drug, dose and concentration not reported via an implantable pump. The indications for use was non-malignant pain and post-herpetic neuralgia. The patient reported that the pump was empty. Per the patient it was too hard to get the pump filled and that the physician told the patient that he was not going to fill the pump anymore. Per the patient they were no longer using the pump. No patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.